Event description:
It was reported that this implantable device recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity. A technical services consultant performed a disk analysis of the device, recommending a device replacement in the near future. The device remains implanted and in service. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.

Manufacturer narrative:
As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable device recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity. A technical services consultant performed a disk analysis of the device, recommending a device replacement in the near future. The device remains implanted and in service. Additional information was received that this patient had a device revision procedure, and a new device was implanted. No adverse patient effects were reported. The device was discarded at facility and will not be returned for analysis.